Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026 prior going to her diabetes class at the doctor's office, the patient ¿ate a wrong piece of gum¿. During the diabetes class, a new sensor was inserted, and when the blood glucose reading was checked it was 530 mg/dl. There was no information on what the cgm reading was at this point. It was not known if the patient was wearing a sensor in the time leading up to going to the class and developing a hyperglycemic event. The patient did not experience any symptoms but was brought to the hospital. When a fingerstick was taken the cgm reading was 389 mg/dl, and the blood glucose reading was 437 mg/dl. No alert sounded from the cgm device at that moment. The patient was treated with intravenous insulin and insulin via injection. The next morning, while still in the hospital, the cgm reading was 256 mg/dl, and the blood glucose reading was 184 mg/dl. At that time the sensor alerted. The patient was discharged after 3 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable, but it was understood they were still at the hospital. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). 3004753838-2026-136412 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). H6 medical device problem code, 3191, patient was unable to identify device issue therefore a more specific code could not be selected. B5 describe event or problem, correction to the following statement in the initial MDR, "it was reported that an alert/notification settings issue occurred". H2 correction. H6 medical device problem code, correction.

Event description:
It was reported that an unspecified malfunction occurred.